Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent was implanted; however, a dissection occurred which was treated with a 3.5 x 15 mm xience v stent. The patient is stable and there were no further complications. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middleweight universal ii; inflation: medtronic; guide cath: cordis; sheath: cordis. There was no reported product deficiency. The reported dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.